Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment procedure was completed after replacing the fuse, with a delay of less than 20 minutes. Customer reported to philips that the c arm was not working. The philips remote service engineer (rse) inspected system remotely. The review of system log files showed post gib failed. Upon troubleshooting, the rse found a blown fuse in the geo io box duet to power outage. To resolve the issue, the blown fuse was replaced, after which all the c arm movements were restored, and the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.